Event description:
A malfunction alarm was reported with a display of malfunction code 9. The impact on the customer's blood glucose level was unknown, as they declined to provide specific information. Technical support assisted the customer in resetting the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to call back if the issue recurs.